Manufacturer narrative:
Additional information provided. There are a total of 51 reported devices being scratched. Updated findings report: there were 10 cases with a method code of testing of actual/suspected device. There was one case with a method code of incomplete device returned. There were 39 cases with a method code of device not returned. There were nine cases with a results code of operational problem identified. There was one case with a results code of no device problem found. There were 39 cases with a results code of no findings available. There were three cases with a conclusion code of cause cannot be traced to device. There was one case with a conclusion code of no problem detected. There were 45 cases with a conclusion code of cause not established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., and h.10. One report was updated as found when opened. This is no longer considered a reportable malfunction and is removed from this report. The total number of devices noted as defective is 50. Updated investigation findings report: there were 48 cases with a result code of no findings available and conclusion code of cause not established. There was one case with a result code of operational context and conclusion code of cause cannot be traced to device. There was one case with a result code of no failure detected and conclusion code of no problem detected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was/were 10 cases with a method code of testing of actual/suspected device. There was/were 39 cases with a method code of device not returned. There was/were 1 case with a method code of incomplete device returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
2 samples were returned. 49 samples were not returned. There were 49 cases with a result code of no findings available and conclusion code of cause not established. There was one case with a result code of operational context and conclusion code of cause cannot be traced to device. There was one case with a result code of no failure detected and conclusion code of no problem detected. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 51 </noe> malfunction reports of defective intraocular lens (iol). The reported patient ages range from unknown to 81 years. There were four female patients, three male patients, and 44 unknown gender.